Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary (B)(4) tac tantalum cap - leakage-unspecified. Analysis found loss of pacing outputs and erroneous lead impedance values, caused by a leaky capacitor.

Event description:
Asku